Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The pneumatic block cable was reconnected to address the sf148. The main circuit board was replaced. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf148) related to the blower and had a defective main circuit board. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. The sf148 could not be confirmed. The pneumatic block cable was reconnected to address the sf147. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported sf147 was due physical damage during the assembly process. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf148) related to the blower. During evaluation, the device displayed an error message (sf147) related to the main blower. There was no patient harm or serious injury reported as a result of this incident.